Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the cartridge of reservoir was ever loose or not secure. Customer stated the insulin pump had scratches on the screen and rainbow effect, diminished battery life, rejected the new battery, grinding noises different from the normal rewind noises and rewind slower than the past. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.